Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio-ID) was failed. A field service engineer reinstalled bio-ID driver but still lagging, then replaced bio-ID to resolve the issue, rebooted the station bio-ID working well, tested bio-ID on hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier failed. The customer reported delays and lag when using the biometric identifier to log in to the unit. The unit was restarted, and the user fingerprint was reset; however, the lag persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.